Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not aligned with the cursor on the display. The printed circuit board (pcb) for the touchscreen was replaced and the stylus was calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a calibration problem. The programmer was returned for service. No patient complications have been reported as a result of this event.